Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an error message. The cause of the error message was due to the telemetry did not work properly. The programming changes was performed, and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of invalid parameter error message was confirmed. Based on the information provided, it was determined the error message appeared because there was a redundancy error with the MRI parameter set. The root cause of error was hardware memory corruption, possibly due to a strong emi source.